Event description:
Additional information was received from the rep reporting that no actions or interventions will be taken. The patient was happy with current settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has had an implanted neurostimulator (ins) since 2022, which has recently broken down (turned off) three times without a clear cause. No falls, no magnets or gates nearby, the patient was actually just at home. System itself indicates: stimulator is off. Impedances not abnormal except for a known broken electrode (pt.0). Also worth mentioning: lead is an ¿octrode from abbott¿, with pocket adapter. However, it is unclear if this is really a lead from abbott. Ins was restarted, returning stimulation to on. The root cause is unknown, so it¿s unclear if issue has been resolved. Session report provided by the customer. Additional information was received. It was confirmed that the patient¿s lead was a manufacturer lead, model and serial number unknown. Data report that was provided does show that the patient occasionally turns off their ins using the controller. However, in most cases, the patient turns the stimulation back on immediately or a few minutes afterwards. No power off reset (por) notifications. In addition, the reports show that in the past 1.5 years, the ins has not deflated so much that it has gone out. What can be seen in the data report is that the patient occasionally turns off the ins with the controller. However, in most cases, the patient turns on the stimulation immediately or a few minutes later. On june 14, the MRI mode was activated and deactivated a number of times throughout the day. Then, on june 14, around 5 p.m., the MRI mode was deactivated for the last time and the stimulation was turned back on. The report shows that on august 12, the ins was turned off with the controller and the stimulation was not turned back on until august 15. Additional information was received. The rep stated that they were made aware of the high impedance at the time they received the reports, unknown when the high impedance occurred, that electrode is not used in programing. Contact was made with technical services, unknown if issue have resolved. In formation confirmed with physician / account.

Manufacturer narrative:
B3: date is unknown. G2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.